Manufacturer narrative:
Integra has completed their internal investigation on 11/16/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the complaint was reported for an integra dp valve (B)(4), lot 190535. The received product was an unopened box of ref (B)(4), lot 191445. The received valve was pressure/flow tested and found within operating pressure specifications. The device history records of the integra dp valve systems ref (B)(4) lots 190535 and 191445 were reviewed. No anomaly was detected. The batches were released respectively in april and july 2015 and included a total of (B)(4) valves. No similar complaints were reported for a product from these batches. The integra complaint database for the integra dp valve systems was reviewed for the last 3 years. The review indicated the rate of complaint reports for valve testing failure prior to implant is 0.1%. Conclusion: the complaint is not verified on the received device which was tested within specifications. As the received device is not the actual involved failed device, the exact cause of the reported valve testing failure could not be determined.

Event description:
It was reported that while in use with the patient, the valve failed to read the correct pressure and the doctor had to go to a backup. No other information was provided. Several requests for additional information has been made but to date, no new information has been received from the customer.